Event description:
The users performance with the device is affected. The user is indicative of high impedance on multiple channels. Reportedly the decrease in hearing with the device was gradual and started around (B)(6) 2020. The user was reimplanted. This report refers to 9710014-2021-00210. For further information please refer to this report.